Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was occuring on the ventricular channel during the pli measurement. The oversensing lead to one beat inhibition. No further information is available.